Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including anemia, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from clinical database that the patient presented with acute exacerbation of prior lower back pain, melanotic stools, and acute anemia. The patient received two units of packed red blood cells (prbcs) prior to transfer from outside hospital. He was also administered a dose of antibiotic for presence of leukocyte esterase in a urinalysis (ua). The reported melena was concerning for recurrence of upper gastrointestinal (gi) bleed. The clinical team had difficulty assessing whether the patient had adequate response to blood transfusion given potential lab variance. The plan was to recheck hematocrit every six hours. The patient was started on infusion of proton-pump inhibitor (ppi). Antihypertensive and diuretic medications were held until hematocrit was stable. International normalized ratio (inr) was monitored and anticoagulation therapy was held. Esophagogastroduodenoscopy (egd) showed no evidence of active bleed. The patient denied shortness of breath, dizziness, and further melena. The patient's hematocrit was reportedly stable since transfusion at outside hospital. The event was reported to have resolved on (B)(6) 2016. The primary investigator deemed the event possibly related to the device and patient condition and unrelated to the implant procedure. No further information has been provided.